Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in 2014 but the exact implant date is unknown. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate could not be confirmed in the laboratory. The device was interrogated on a programmer and was able to communicate using both inductive and rf telemetry. It was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and the patient notifier were tested on the bench; the device was found to be normal.